Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen would not register a ¿yes¿ selection during the supply change confirmation and only allowed ¿no,¿ preventing continuation of the process; the user¿s glucose was 133 mg/dl at the time and they were advised to revert to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key or button affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.